Event description:
The patient reported that their incision site had opened up near his lead. The doctor opened the incision, cleaned it out and re-stitched the pt. The patient is reportedly doing well.

Manufacturer narrative:
The product remains implanted. This is a final report.